Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a leakage event. Medication was leaking under the skin at night, and the patient vest and skin were sticky. The patient developed an infection and was treated with antibiotics. Redness and blood were observed at the infusion site, which measured approximately eight in size. No further information available.